Event description:
The ins came through the patient's skin due to its size. The ins was replaced. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the erosion had happened after the implant. This system was removed completely and a new ins was placed. It was stated that the reason why a new ins was placed was unknown to the reporter. It was stated that the therapy was not interrupted, and the erosion healed once the ins was replaced. No erosion had been seen at this site since.

Manufacturer narrative:
Concomitant products: product ID 3587a25, lot# n194647, product type lead; product ID 3587a25, lot# n23 9562, product type lead; product ID 3587a25, lot# n239562, product type lead; product ID 3708340, serial# (B)(4), product type extension; product ID 3708160, serial# (B)(4), product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708340, serial# (B)(4), product type extension; product ID 3708160, serial# (B)(4), product type extension. (B)(4).